Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented in the office for rate increase. A few days previous, an uneventful follow-up was performed. Attempts to change the rate with a 9602 programmer were unsuccessful and telemetry could not be obtained with a 3510 programmer.